Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via analysis of the log files. The log files captured a driveline communication fault alarm on (B)(6) 2020 from 16:15:49 to 20:43:16 due to a com_a_fault. An additional driveline communication fault was then active on (B)(6) 2020 from 6:53:13 to 7:05:20 due to a com_b_fault. The log files captured additional intermittent, transient com_a_faults and com_b_faults between (B)(6) 2020 and (B)(6) 2020; however, the faults were not active long enough to activate an associated alarm. The driveline was disconnected on (B)(6) 2020 at 11:46:15 and was not reconnected in the log file; the provided information indicated that the system controller and modular cable were exchanged at this time. The system controller was not returned for analysis. An attempt was made to obtain the device return status of the exchanged system controller; however, no response was received. Additional provided information stated that there have been no further alarms since the driveline repair on (B)(6) 2020. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file analysis was requested. The vad coordinator reported that the patient experienced a driveline communication fault at approximately 17:15 on the evening of (B)(6) 2020. The patient was advised to come to the hospital to obtain log files. The vad coordinator was able to clear and silence the alarm via the system monitor once the patient arrived and the files were received. The vad coordinator noticed a low voltage advisory alarm twice with pi events on (B)(6) 2020 and (B)(6) 2020. The patient had a history of a driveline fault on (B)(6) 2019 with a subsequent modular cable exchange and a driveline repair above the modular cable connect. The log file captured a driveline communication fault alarm intermittently on 12mar2020 and 14mar2020. Technical service stated that an alarm can be silenced for four hours via the system monitor. If the alarm re-occurs, technical services recommended exchanging the modular cable and/or the system controller. The patient will be monitored for further alarms. The low power advisory alarms that occurred on (B)(6) 2020 were due to normal battery depletion. The vad is functioning as intended. It was reported that the patient experienced a driveline communication fault. Tech services arrived on site and removed the rescue tape from the repaired area without issue. While removing kapton tape from crimp connections, the controller displayed driveline power faults and power a broken. Alarms cleared after replacing the mod cable. Post repair, no alarms or issues or noted. It was reported that both the modular cable and system controller were exchanged. The engineer inspected yellow comm wire crimp connection. Removed heat shrink from yellow wire crimp, no issues found. Because heat shrink was removed from crimp, re-crimped yellow comm wire with new crimp and new heat shrink without issue. Wrapped crimps/repaired area with new kapton tape and new rescue/fusion tape without issue. Post repair - no alarms / no issues noted. It was reported that the log file from the old modular cable and controller continued to capture driveline power faults. The log file from the new modular cable and controller showed that the driveline power fault resolved. It was reported that the controller was not returned. The device was put into electrical waste.